Manufacturer narrative:
User facility voluntary medwatch report was received on 03/16/2009. Devices are expected to be returned for investigation. They have not yet been received.

Event description:
User facility voluntary medwatch received from cdrh that stated: "multiple nurse have been complaining about faulty hospira minibore extension sets, 61 inch with locking spin collar for use with syringe pumps. Lot: 68191, the nurses are finding that when they use this extension set, the tip of whatever type of syringe they are using is breaking off inside the luer-lock adapter. One nurse seems to think that it happens more with midazolam 5mg/ml solutions. Route: IV drip. Dates of use: two days in 2009. Diagnosis or reason for use: IV medication administration." Upon further query, the following info was provided that indicated a general report of an unspecified number of undocumented incidents of tubing separations. The tubing sets were being accessed with unspecified syringes to deliver unspecified solutions. It was reported that after the syringes were removed from the female adapters, the female adapters separated from the tubing. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.